Manufacturer narrative:
The reported event of inability to establish capture could not be confirmed. Final analysis found the complete lead was returned in one piece measuring 52.2 cm. The inner coil at the connector region was over-torqued. X-ray showed the lead was bent at 44.6 cm from the connector pin. Both damages were consistent with procedural damage. Analysis was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During the procedure, the physician attempted to position the atrial lead. However, the lead was unable to establish any capture at different positions. The physician then elected to not use the atrial lead and complete the procedure by implanting a single chamber pacemaker. The patient was reported to be in stable condition following the procedure.